Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure, performed in 2008. According to the complainant, the hemostasis clip "jumped off the catheter into the patient"; the clip was retrieved during the procedure. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The device has been disposed of and will not be returned. The device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure deployment issues was noted.